Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a rectosigmoidectomy, a piece of the active waveguide disengaged and fell into the patient cavity. The piece was retrieved and there was no patient injury. Another type of device was opened and used to successfully complete the procedure.